Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed, a b30 scope communication error was present. Additionally, the scope connector connection was loose due to a break in one of the video connector pins. The fluid from the socket was flowing backwards due to insufficient air pressure within the socket. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus video system center was presenting a b30 scope communication error during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed using a similar device with no delays or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the error code b30 was due to a damaged video connector socket and fluid invasion to the scope socket. It is likely the scope might have been used without fully drying it. The following information is stated in the instructions for use (IFU): ¿[5.3 connection of an endoscope] before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction.¿ olympus will continue to monitor field performance for this device.